Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up a recorded episode was reviewed and needed further review by technical services (ts) due to a possible inappropriate shock delivered involving this device. Additional information received that the patient had received two more inappropriate shocks while the patient was sleeping. Noise was also noted during stretching and intensive inhalation. A review of the device data was sent for ts review. Ts reviewed the device data and noted that the episodes resulting in inappropriate shock delivery showed non-physiologic artifacts in combination with a baseline shift and temporary drop in signal amplitudes. Ts discussed troubleshooting steps. Additional information from the health care professional noted that maneuvers were performed and the device was programmed to the secondary sensing vector. Some noise was seen during stretching and correctly recognized by the device. X-ray images did not reveal anything suspicious. Additional information noted that sometime after the device was reprogrammed to the secondary sensing vector noise had been detected and inappropriate shocks were once again delivered. It was indicated that the registered noise may be associated with the electrode failure. Additional information with x-ray images was obtained and sent to ts for review. Ts noted that this situation was pointing to replacing the electrode. The signal looked to be related to mechanical tension at the level of the device pocket. Ts noted that when looking at the lateral view of the x-ray images the electrode was getting closer to the device due to the device rotation creating tension areas in the primary and secondary sensing vectors. Ts discussed performing a follow up and checking the device sutures to understand the reason the device was rotating and pulling the electrode. At this time the electrode remains implanted. No adverse patient effects were reported.